Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device, and visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire kinked, was secured in the handle assembly slot when received and it was rolled in the handle assembly. Additionally, all the seven bands were returned attached on the ligator head; however, these bands were moved out from their original positions and were overlapping with one band almost broken. Microscope examination was performed, and it observed that ligator head teeth were damaged and the suture hole had been damaged. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the slack was not removed properly and the ligator shrink wrap was removed earlier in the setup process as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophageal variceal bleeding procedure performed on (B)(6) 2021. During the procedure, the physician rotated the handle; however, the band could not deploy. They rotated the handle again but still the band did not deploy. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). Additionally, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophageal variceal bleeding procedure performed on (B)(6) 2021. During the procedure, the physician rotated the handle; however, the band could not deploy. They rotated the handle again but still the band did not deploy. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. There was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). Additionally, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use (IFU).